Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a keypad failure on channel b and channel c. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a keypad failure on channel b and channel c was confirmed during product evaluation. The assignable root cause was found to be fluid ingress. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).baxter will continue to monitor similar reports to determine if further actions are required.